Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va34a9a006 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device. Product ID 977d260 lot# va34a9l033 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 27-apr-2029, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 25-apr-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a trial patient was hospitalized and the healthcare provider (hcp) requested an MRI to be completed. The leads were pulled to complete the MRI and discarded. No symptoms or device issues were reported, no troubleshooting was reported, and the cause is unknown. The patient is still currently hospitalized and being evaluated and the issue is ongoing, but the rep noted they would submit any new information that becomes available. On (B)(6) 2025 the rep reported the patient was hospitalized after traveling home from the scs trial. Patient reported to the physician they had numbness in bilateral lower extremities and an MRI was ordered to evaluate. The MRI showed a hematoma, confirmed by the trial physician. Patient will remain hospitalized until the issue is resolved. The wens serial number was provided.

Event description:
Additional information was received from the manufacturer representative (rep). It was previously noted that the patient will remain hospitalized until the issue was resolved and rep now noted that the patient has been discharged from the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to regulatory report # 3007566237-2025-00007: e2403 incorrectly included. E2403 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.